Event description:
It was reported that the patient underwent a spinal procedure for spondylolisthesis (grade 1/2) at l4/5 with posterior instrmentation and local bone graft and iliac crest bone graft. Patient was recovering well with no pain. However, following a minor car accident the patient returned to the doctor with severe pain. X-rays showed that the screws at l5 were broken 6mm below the tulip, little evidence of fusion was noted. A tlif revision surgery l1/l5 instrumentation is planned but has not been scheduled at this time.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a revision surgery was performed on the patient to remove broken l5 screws. During the revision, the tips of the broken screws were left in the patient as the surgeon was unable to remove the full screws. Also, it was noted that the set screw had migrated up a few levels and therefore had to be left in the patient. Finally, new levels were implanted at l4 and s1. X-rays are forthcoming.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Analysis of the returned device shows that macroscopic examination confirms both fas broken approx. 4-5 threads below screw head. Bone screw major diameters measured and found to be within print specification. Microscopic examination of fracture surfaces reveal fairly flat fracture surfaces, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to fatigue. Cracks noted near the fracture initiation point. For both fracture surfaces, fatigue striations are identifiable on both sides of the crack, up to close proximity of the fracture origination area, and are congruent with the rest of the fracture surface. Additionally, there are no visible riverlines or other indications of overload, suggesting the cracks are secondary, and occurred post-fracture. The above observations are consistent with anticipated failure due to fatigue.

Manufacturer narrative:
MRI films show degenerative spondylolisthesis at l4/l5 grade 1 with cyst at facet on right. Initial fusion and pedicle screws at l4/l5 without interbody spacer or fusion, correction of spondylolisthesis. Subsequent breakage of l4 screws required revision to s1. Final films show loosening of set screws and loss of fixation. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.